Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that while the pump was in use in the chemotherapy unit, the tubing below the drip chamber disconnected from the chamber with no particular force applied. Due to the disconnection of the tubing, a biologic agent spilled. Although requested, no further information has been received.